Manufacturer narrative:
Additional: device details have since been provided; sections have been updated. This report is submitted on may 10, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced a loss of osseointegration resulting in fixture loss.